Manufacturer narrative:
Product event summary performance data collected from the device was received and analyzed. Analysis of the device memory indicated the low battery voltage alert for rrt (recommended replacement time). The time of rrt in save to disk was (B)(4) 2013.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. Product event summary: the device was returned and analyzed. The device met 83 % of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) was replaced due to having reached elective replacement indicator (eri). Post-explant, the physician noted that the patient¿s heart rate with the explanted ICD had been below that of the programmed lower rate. No patient complications have been reported as a result of this event.